Event description:
The issue with the shiley flexible adult tracheostomy tube is that it is difficult to identify which of the three (3) numbers should be used to identify the trach size. The two (2) visible larger numbers on the top and bottom of the flange are not the trach size. The smaller number on the side of the trach near the ties is the trach size. When a patient is admitted with this type of trach, it is difficult to determine which number is in actuality the trach size.